Manufacturer narrative:
(B)(4). Date sent: 04/01/2016. Additional information was requested and the following was obtained: was the device stuck on tissue or a vessel when the jaws would not open? No, and the sales rep reported the additional information. The firing force was higher than expected after some clips were deployed. Though grasping the handle, the jaws could not open. If yes, how was the device removed from tissue or vessel? Na. Were the jaws eventually able to be opened? Na.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open. The device was used on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # = n9005w. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The reported events could not be confirmed due to the received condition of the device. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.